Manufacturer narrative:
The event of a scheduled explant due to lack of efficacy was reported to abbott. The patient never had effective therapy. The procedure took place without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03324. It was reported that the patient never received relief from their scs system. In conclusion, the patient's system was explanted for ineffective therapy.